Event description:
It was reported that during repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the pim leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device : the getinge field service engineer (fse) that encountered the issue replaced the pneumatic module assembly and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, e1-(site country), g3, g6, g7, h2, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10 . It was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "fails pim leak test". When a getinge field service engineer (fse) had went into the site and performed the pim leak test. Than the fse replaced the (d997-00-1178) pneumatic module assy. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. There was no involvement of the patient. The defective components were received for further investigation. The nrc verified the failure of the pneumatic module assembly, rohs failing the 30 psi pressure transducer calibration. Unable to hold 30 psi. Pim failed testing. Retaining pim in the nrc as per procedure 0002-07-d008 rev aj. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.